Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during an infusion set change. The patient's blood glucose at the time of incident is unknown; however, his blood glucose was 105 mg/dl the day of call, and 113 mg/dl or 123 mg/dl yesterday. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during prime test during loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, cracked lcd window, cracked battery tube threads, cracked broken reservoir tube lip and missing the end cap sticker.